Manufacturer narrative:
(B)(4). Reported event was confirmed by evaluation of the returned devices. Visual inspection of the poly liner identified severe rim damage, mostly in one quadrant. This is consistent with potential wear from the head articulating on the outer edge of the liner due to the improper positioning of the shell. Review of the x-ray provided identified the left total hip arthroplasty with an abnormal acetabular inclination angle of 58 degrees. Asymmetric positioning of the femoral head was identified as well, consistent with poly wear. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s hip was revised due to pain, cup loosening and screw breakage. The surgeon was able to remove the construct but left the end of the broken screw in the acetabulum. No further event information available at the time of this report.